Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Unable to perform prime test due to unresponsive buttons. Insulin pump received with cracked battery tube threads, minor scratches on lcd window, missing end cap sticker and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed button error and the buttons were not functioning. The blood glucose reading was 452mg/dl. Advised the mother to discontinue use of the device and revert to a back-up plan. No further information was provided.